Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the hospital by ambulance and was diagnosed with blood glucose (bg) values that dropped to 50 mg/dl. The patient had gastroparesis and a urinary tract infection (uti). For treatment, the patient was given glucose, dextrose and sugar water. The patient was discharged after 2 days. The pod was worn between 36 and 48 hours on the abdomen. The pod was discarded.